Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). The physician advanced a 3.00x24mm ion stent delivery system (sds) to the rca; however, while advancing the device it got caught on an unknown previously placed stent and the stent dislodged from the sds in the mid rca. The physician advanced an unspecified balloon catheter through the dislodged stent and deployed the stent where it was in the lesion. It was noted that the previously implanted stent stayed well positioned and apposed in the lesion and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is okay.